Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specifications.

Event description:
Doctor reports hospitalization for low blood glucose levels.